Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter afapro28 afa pro 28, the procedure was aborted because no ablation was possible throughout the entire procedure. The alleged product issue involved the balloon temperature jumping and the device being unable to complete the self-test, which disrupted the procedure. It was noted that there were no surrounding machines, such as radio frequency devices, that could have affected the event. The patient was under general anesthesia during the event. Technical services were contacted, and a device engineer was consulted. No patient complications have been reported as a result of this event.